Event description:
It was reported that the customer was in the hospital due to low blood glucose of 42mg/dl. It was stated that the customer was not wearing the insulin pump at time of his arrival to the emergency room, and the device was taken off of him. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.